Event description:
It was reported that a patient had a pump problem. The reporter stated that they ¿thought they had more time than this to have the pump refilled.¿ the one tone alarm was heard one month ago and the two tone alarm occurred two days prior to the date of this report. Pump eos (end of service) has occurred. Withdrawal was reported. The patient had gradual onset of nausea, felt very sick, and was ¿crawling out of her skin.¿ the reporter stated that they were ¿classic withdrawal symptoms.¿ the pump was used to infuse dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n132992, implanted: (B)(6) 2008, product type accessory; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).